Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED). The actual device was returned by the user facility. Evaluation of the device by welch allyn confirmed an intermittent product malfunction. The cause of the malfunction is presently under investigation.

Event description:
It was reported that the device would power-up only intermittently and that it displayed a "do not use" message. There was no pt involvement. It was reported that the device has never been used on a pt.